Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, the tip of the fenestrated bipolar forceps instrument was not aligning. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a severely bent grip which caused side-to-side misalignment of the grips. There was a 0.267¿ offset at the tips. Further evaluation of the instrument found that it had charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on all three attempts. The complaint was confirmed by failure analysis.